Event description:
In (B)(6) of 2009, I had a hip replacement due to arthritis. After 3 months, I began to experience pain and discomfort. My dr did not order any tests until (B)(6) 2011 when I had an ultrasound which showed fluid. Since the pain was getting worse, I went to the (B)(6). After a bone scan and fluid aspiration, the results were clear. The bone scan showed a loosening of the stem in the femur bone and heavy metal deposits in the hip area. I am in the process of scheduling surgery for a complete hip revision. The dr at the hosp said he has not done metal on metal since the 1980's when they had so many failures. This is a formal complaint against depuy and the pinnacle hip device.